Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-04761 for a description of the first device. It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg assembly and was caught inside the capio cage when the physician went to pull the suture through the sacrospinous ligament. The procedure was completed with another uphold vaginal support system without any complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).